Event description:
Rep interrogated device and a battery error came up. Device battery was at 75% 6 months ago, and now it is reading 20% remaining. A reset was performed but battery error remained. Device remains implanted. On (B)(6) 2016 - representative interrogated device and battery error detected again.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
On 3/6/2017 - we received additional information from the device data provided. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. In agreement with the clinical observation, the analysis revealed a lower battery voltage than expected, however, the current consumption was found to be normal. Based on the information available for analysis, the root cause of this observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage leading to a quicker discharge of the battery. Therefore, in order to exclude any potential harm for the patient we would like to recommend to precautionary replace the device and to return it for analysis to biotronik. Of course, use individual circumstances and medical judgement determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment.